Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report intermittent audio output from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.